Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing from the right ventricular (rv) lead. The rv lead was found to have high impedance on the shock coils. The lead was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The inner insulation had a depression breach. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.